Manufacturer narrative:
Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the pipeline flex was completely released. During the process of retrieving the guidewire, the guidewire was broken when the microcatheter and the guidewire passed through the middle part of the stent, leaving the protection coil inside the body. Then the operator captured the guide wire and the protection coil with solitaire and took it out. No patient injury occurred. The devices were prepared and used per the instructions for use (IFU). No friction or difficulty was experienced. This event occurred during the treatment of a cavernous sinus, unruptured aneurysm. The max diameter was 9mm and the neck was 4mm. The distal landing zone was 4.1mm and the proximal was 4.5mm. The vessel anatomy was normal in tortuosity.